Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) study. This complaint is being reported based on the possible fungal infection treated with anti-fungal medication. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2013. The procedure was noted to be difficult in that the bronchoscope had to be reintroduced several times due to suboptimal sedation. Following the procedure, on (B)(6) 2013, the patient experienced an asthma exacerbation with symptoms of increased cough and wheeze. The patient was treated with an increased dosage of xopenex and proair and was prescribed a prednisone taper. The event was considered resolved as of (B)(6) 2013. On (B)(6) 2013, the patient experienced dysphonia. The patient was treated with nystatin without improvement. The patient was then seen by an ent physician who performed a video strobe test and confirmed the presence of vocal fold nodules. In the physician's assessment, the vocal fold nodules were multifactorial and may have been a result of trauma inflicted during the bronchoscopy procedure or chronic cough. The physician noted that the nodules were not related to the bronchial thermoplasty treatment. No intervention was required and the event was considered resolved as (B)(6) 2013. On (B)(6) 2013, the patient experienced a sore throat. No treatment was required and the event was considered resolved as of (B)(6) 2013. On april 8, 2013, a videostroboscopy was performed and revealed a small leukoplakic lesion on the right true vocal fold. This lesion was considered a possible fungal lesion. The patient completed a treatment cycle with diflucan. During the patient's follow-up visit on may 16, 2013, her voice was noted to be "much better". In the physician's assessment, the possible fungal lesion was a result of the patient's high level of inhaler use in combination with prednisone for the event of asthma exacerbation after the bt procedure.

Manufacturer narrative:
Patient identifier: (B)(6). Patient weight: (B)(6). (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.